Event description:
Patient reported "removal from textured to smooth" against a non-allegan device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 1924. Device: 2976. Ref: mw5190215. This report captures breast implant (right) #2.